Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that item within gauze in sterilized packaging. Additional information received via medwatch 08/22/2023: a bedside PICC was placed in 2 ls (site name) yesterday evening. At the end of the procedure the app (advanced practice provider) was throwing the gauze away and she saw a weird dark spot in the center of the gauze pile (pic was sent in email to ic, [redacted name] and risk management). It was malodourous as well. I have the actual gauze if there is any interest. After discussing with her supervising attendings, a decision was made to pull the PICC and place a new one on the other side. The ICU team and nurse manager were made aware, as well as the hcp. We do not use all the gauze supplied in the pack during a PICC line (related to low ebl) so we are confident that it didn¿t come in to contact with anything. But, we of course still have concerns.

Event description:
It was reported by customer that item within gauze in sterilized packaging. Additional information received via medwatch on 08/22/2023: a bedside PICC was placed in 2 ls (site name) yesterday evening. At the end of the procedure the app (advanced practice provider) was throwing the gauze away and she saw a weird dark spot in the center of the gauze pile (pic was sent in email to ic, [redacted name] and risk management). It was malodourous as well. I have the actual gauze if there is any interest. After discussing with her supervising attendings, a decision was made to pull the PICC and place a new one on the other side. The ICU team and nurse manager were made aware, as well as the hcp. We do not use all the gauze supplied in the pack during a PICC line (related to low ebl) so we are confident that it didn¿t come in to contact with anything. But, we of course still have concerns.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of material found on the gauze in the catheter kit was confirmed; however, the root cause was not identified. The product returned for evaluation was a piece of gauze, reportedly from a powerpicc catheter tray. The gauze was not neatly folded and appeared to have been manipulated. A brown mass of unidentified material was present and appeared to have discolored several sections of the gauze. Microscopic inspection of the gauze confirmed the presence of material. The material was reddish-brown in color and appeared comprised of fibers consistent with those making up the gauze. While material was found on the gauze, the opened state of the packaging and manipulated condition of the gauze prevented determination of the state of the sample when initially received by the complainant. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that item within gauze in sterilized packaging. No other information was provided.